Manufacturer narrative:
Patient weight not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was not able to be replicated. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that the site booted the system and it displayed localizer not connected message when in spine software. The site rebooted the system multiple times with no resolve. The site reseated the cable that connects to the camera and the issue was resolved. The representative noted that she has not been able to replicate the issue. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive due to the issue not able to be replicated. If information is provided in the future, a supplemental report will be issued.